Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 325.0 mcg/ml sufenta at 6.05 mcg/hr, 652.0 mcg/ml clonidine at 12.14 mcg/hr, and 18.8 mg/ml bupivacaine at 0.350 mg/hr via an implantable pump for non-malignant pain. It was reported that the patient was having symptoms of drowsiness when she would receive her bolus on (B)(6) 2016. On (B)(6) 2016, the pump programming was changed from flex to simple continuous infusion mode. The pump rate was decreased by 20% on (B)(6) 2016. Therapy was suspended on (B)(6) 2016 as the medication in the pump was replaced with saline. Then on (B)(6) 2016, the pump was explanted and not replaced per the patient's request. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The event was noted to be resolved without sequelae on (B)(6) 2016. The event was noted to be possibly related to the device or therapy, not related to the implant procedure, and possibly related to sufenta, however there was no change in drug noted when asked what drug action caused the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.